Event description:
This event was reported as regurgitation noted on the f/u echo. The pt's native tricuspid valve also had an annomaly. No further info was provided.

Event description:
This event was reported as annuloplasty ring explanted; reason unknown. No further info was provided.